Event description:
Related manufacturer reference number: 2017865-2025-11911. It was reported that the patient presented prior to the procedure. During the preoperative diagnosis, it was noted that the right atrial (ra) lead and right ventricular (rv) lead were twisted, resulting in multiple insulation breaches. Varying pacing impedance, inadequate capture threshold, and sensing threshold variations were noted on both leads. Both leads were explanted and replaced. The patient was in stable condition.